Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false nonreactive syphilis result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr replaced and rebuilt multiple parts, but determined no single definitive likely cause, so the alinity I processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for one patient. The following data was provided: sample ID 23c02520081 initial result was nonreactive, repeat on another analyzer was reactive. The patient¿s previous results were reactive. There was no impact to patient management reported.